Manufacturer narrative:
The technician replaced the hex rod and screw to repair the stretcher.

Event description:
Information received indicates the brake is not engaging at the head end of the stretcher due to a broken screw in the hex rod.